Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The lead exhibited unstable thresholds during placement. Additionally, the lead showed fixation difficulty with the helix not extending completely. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.